Event description:
Patient reported left side "perforation", peri-implant fluid and pain. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on anterior side assessed as surgical damage. Additional observations: yellow particles on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "perforation", peri-implant fluid and pain. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. It is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional observations: black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side "perforation" and pain and peri implant fluid. Device has been explanted.